Manufacturer narrative:
In the case description, the user mentioned that the pdm would not turn on and was beeping constantly. The returned pdm was able to turn on with no issues. The pdm was returned with a battery charge of 28%. No abnormal beeps were heard from the pdm during the investigation. Inspection of the android log files downloaded from the pdm found no issues that would prevent the pdm from turning on. The battery was observed to have enough charge to turn the pdm on on the date of occurrence and it was observed that the user was able to turn on the pdm after the date of occurrence. Inspection of the battery information found the battery to be able to hold a charge for at least 48 hours after a full charge. No evidence of battery life or power sensitivity issues were observed in the logs. The logs showed that the user was frequently receiving beeps alerting them to a pod expiration that occurred on the date of occurrence and was not acknowledged until after the date of occurrence. This is expected behavior of the system. The pdm was found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl. The omnipod personal diabetes manager (pdm) reportedly would not turn on. The patient experienced and an infection. The patient was placed on an intravenous therapy of fluids and insulin. The patient was still in the hospital at the time of the call.